Event description:
It was reported that stent thrombosis, cardiac arrest and patient death occurred. The target lesion was located in the 1st diagonal artery. A 16x2.50mm synergy¿ drug eluting stent was advanced and implanted to treat the lesion. The patient had very poor prognosis and approximately 48 hours post percutaneous transluminal coronary angioplasty (ptca), the patient died of cardiac arrest. The physician indicated that the patient probably had stent thrombosis and the physician does not consider the use of the stent as the reason for any complication. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).